Event description:
The surgeon implanted a toric silicone lens model aa4203tl and was torn during insertion. The lens was removed without patient injury. An mtc-60c cartridge, lot number 1171966 was used during surgery. However, the model and lot numbers of the injector were unknown.